Event description:
It was reported that nerve damage and paralysis occurred. Two iceforce needles and an icefx cryoablation system were used for a cryoablation procedure to treat a vertebral bone metastases (thorax) at the 9th vertebrae. There was a mispositioning of the needles that led to a spine cryoablation, and, as a consequence, there was a non-reversible spine lesion and paraplegia. It was noted that the symptoms began as soon as the general anesthesia wore off. Straight away after MRI, the patient was treated with steroids and anti-inflammatory medications. Months later, the patient has been experiencing a loss of sensation and mobility of the lower limbs.

Manufacturer narrative:
The most probable cause for this complaint was considered failure to follow instructions because the reported information states that, "there was a mispositioning of the needles that led to a spine cryoablation," however, continuous monitoring of the needle position to avoid damage to adjacent structures is listed in the warnings included in the product labeling provided. Detailed product information was not provided to bsc despite good faith efforts. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Detailed product information was not provided to bsc despite good faith efforts. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that nerve damage and paralysis occurred. Two iceforce needles and an icefx cryoablation system were used for a cryoablation procedure to treat a vertebral bone metastases (thorax) at the 9th vertebrae. There was a mispositioning of the needles that led to a spine cryoablation, and, as a consequence, there was a non-reversible spine lesion and paraplegia. It was noted that the symptoms began as soon as the general anesthesia wore off. Straight away after MRI, the patient was treated with steroids and anti-inflammatory medications. Months later, the patient has been experiencing a loss of sensation and mobility of the lower limbs.